Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a ¿sheath¿ was detached from force feedback fenestrated bipolar (fffb) instrument. No fragment fell inside the patient. The procedure was completed planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback fenestrated bipolar (fffb) instrument was analyzed and found to have the main tube being dislodged from its normal position. Additional observations related to the customer reported complaint: as a result of the dislodged main tube, the instrument was found to have a broken main tube holder. Pieces of the main tube holder measuring approximately 2.39mm x 1.68mm and 2.62mm x 2.11mm were not returned with the instrument. The instrument was found to have a broken chassis. The t-tab located on the bottom part of the chassis was broken. A piece of the chassis measuring approximately 1.85mm x 5.87mm was partially dislodged/returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.